Event description:
The technician alleged that the brakes are not working. The brakes are not locking when engaged, the bed still moves. No pt impact.

Manufacturer narrative:
The technician found the cause to be both brake linkage assemblies are not working properly. The technician resolved the issue by replacing both brake linkages.